Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the reported issue. The graphic user interface (gui) touchframe was replaced, which resolved the reported issue.

Event description:
It was reported that the ventilator touchscreen was unresponsive. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.